Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient was emergently implanted with two conformable gore® tag® thoracic endoprostheses (tgu343410j/12807126 and tgu343415j/13941410) to treat rupture of a distal aortic arch dissection. After the left subclavian artery was coil embolized, the tgu343410j and tgu343415j were implanted below the left common carotid artery. The patient tolerated the procedure. Later in a follow-up study, it was revealed that the stent graft (unknown which stent graft) had moved distally, causing false lumen expansion. On (B)(6) 2015, the patient was implanted with an additional conformable gore® tag® thoracic endoprosthesis to treat the false lumen expansion. The patient tolerated the procedure without endoleaks present. It was reported that the proximal type I endoleak could not be identified under computed tomography angiography (cta). The false lumen expanded, causing the device to move distally.